Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. However, one picture was received from the field showed the device in bulbous shape outside the patient. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. It should be noted that per the instructions for use (IFU) an 8f delivery sheath is the recommended size for deploying the 25¿18 mm amplatzer talisman pfo occluder.

Event description:
It was reported that on (B)(6) 2025, 25-18mm amplatzer talisman pfo occluder was chosen for implant using a 9f amplatzer talisman delivery system. During the procedure, deformation was observed on the right atrial disc while inserting and removing the device within the sheath. The device was inserted inside the patient and the deformation observed on the right atrial disc was bulbous shape. It was noted that there was no interaction with the cardiac structures or no kinks/angulation noticed on the delivery system. The procedure was completed using an new 25-18mm amplatzer talisman pfo occluder. There was no clinically significant delay and the patient remained hemodynamically stable throughout the procedure.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, 25-18mm amplatzer talisman pfo occluder was chosen for implant using a 9f amplatzer talisman delivery system. During the procedure, deformation was observed on the right atrial disc while inserting and removing the device within the sheath. The device was inserted inside the patient and the deformation observed on the right atrial disc was bulbous shape. It was noted that there was no interaction with the cardiac structures or no kinks/angulation noticed on the delivery system. The procedure was completed using an new 25-18mm amplatzer talisman pfo occluder. There was no clinically significant delay and the patient remained hemodynamically stable throughout the procedure.